Manufacturer narrative:
H11: per good faith effort (gfe) response received 03jan2024, the biomedical engineer (bme) confirmed that the v60 was fully functional and ran as expected-- it was the external heater unit that was malfunctioning. The external heater unit is not a recommended accessory by philips per manual. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device lost power, and when it was plugged into a different outlet, it lost power again after a few minutes. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user.